Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed, and the complaint was not confirmed by failure analysis. The reported complaint could not be replicated nor confirmed during the failure analysis investigation, as the instrument was recognized by the test system and successfully passed all functional tests. The instrument was fully functional, and the grips opened and closed properly. The instrument moved intuitively with full range of motion in all directions. No product issue was identified. The probable root cause cannot be determined based on the information provided and failure analysis results.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the prograsp forceps instrument involved with the alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, while inserting the prograsp forceps instrument, it made a 90-degree turn on its own. The procedure was completed with no reported injury.

Manufacturer narrative:
Refer to section a and d9 fields for additional information.

Event description:
Refer to h11 for follow-up information.